Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station experienced a blackout. The field service engineer (fse) performed troubleshooting and identified that main drawer 2 was causing the station failure due to defective drawer controller boards and printed circuit boards. The fse replaced all three boards, conducted testing using the hardware test application diagnostics, and verified functionality with the customer. The station successfully passed the operational check, and no further issues were reported. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis station experienced a blackout and could not be powered back on despite attempts to restore power. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.